Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket infection with endocarditis was observed during follow-up in the clinic. The device and leads were explanted but not replaced. The patient was stable.